Event description:
It was reported that during surgery, the device could not be used due to a malfunction. No harm or delay were noted. Another device was used to complete the procedure. During product evaluation, it was found that the battery had leaked electrolyte inside of the pack. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).